Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a nurse contacted boston scientific technical services (ts) and stated that the patient received anti-tachycardia pacing (atp) and shocks for ventricular tachycardia (vt) below the rate cutoff (rco) when the sustained rate duration timed out. Therapy was exhausted in the vt zone. Ts discussed programming options. The implantable cardioverter defibrillator (ICD) remains in service. No further information regarding any programming changes was available. No adverse patient effects were reported.